Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that cartridge did not fit on the pump due to cartridge damage. Customer's blood glucose was 150 mg/dl. Reportedly, a cartridge change was performed and insulin delivery was resumed.